Event description:
During a pacemaker implantation, a regular wire could not advance and thus, another type was used: "hydrophilic wire". The aquatrack wire hydrophilic coating stripped off of wire and was retained in the body near the lsc vein.